Event description:
Connection issues associated during the implantation procedure: no click could be heard and the screw seemed not to proceed forwards; therefore, the device was not implanted. Another pacemaker was implanted instead.

Manufacturer narrative:
(B) (4): this event concerns a device that was manufactured and used outside the united states. Analysis is pending.